Manufacturer narrative:
D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Investigation summary: the required information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay on (B)(6) 2026 with three (3) different patients. This report is for patient one (1) of three (3). The customer reported that the patient initially positive with the ID now covid-19 2.0 assay. The customer indicated that no additional testing was performed and questioned this result due to the facility having received more than normal positive results and that the patient was not symptomatic at the time of testing. The customer reported that they were using two (2) ID now instruments to perform sequential testing for covid-19 and influenza a/b. Testing was first performed for covid-19 and the same sample receiver was then tested on a different ID now instrument for influenza a/b. There was negative impact to the patient as a result. No additional information was obtained.